Event description:
In this event is was reported that during treatment with mtm aligners, a pt's bite opened in the posterior and her teeth went from full occlusion to all but the second molar out of occlusion. Upon further review, the eruption/extrusion was a result of the aligners being cut short and the lack of material to compensate for the aligner thickness missing at the back molars. A separate appliance is being made to assist the dr in correcting the tooth eruption.

Manufacturer narrative:
Because this event required intervention, it is reportable per 21 cft part 803. The device was not returned for eval because it was known why the issue resulted.